Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, there was moderate paravalvular leak (pvl) post deployment of the 23mm sapien xt valve in the native aortic annulus. The aortic annulus diameter measured 21 mm with mild calcification and no aortic root calcification. The sinuses of valsalva (sov) diameter measured 29 mm.  A 23 mm sapien xt valve was prepped with nominal volume contrast solution. Post deployment the xt valve landed in a 70:30 aortic/ventricular position with mild pvl. As bleeding occurred from the side of the ascendra sheath, it was withdrawn soon under rapid pacing. The incision site was sutured and hemostasis was achieved. Then echo showed an increase of aortic regurgitation (ar), from mild to moderate. The physician determined that the worsening ar was due to an ¿acute recoiling which required post-dilation¿. Since repeat transapical approach was considered to be difficult, transfemoral approach was chosen. An esheath was inserted and a post-dilation was performed using 23mm edwards balloon with additional 1ml contrast solution than nominal volume. The ar decreased to mild and the procedure was completed. The patient was in stable condition.

Manufacturer narrative:
Additional information: per IFU, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The sapien 3 valve remains implanted in the patient and is not available for evaluation.  No photographs, video or imagery was provided for evaluation. During the manufacturing process, the sapien xt valve components undergo 100% visual inspections by manufacturing and quality.  The frames undergo multiple 100% inspections for physical defects and are also 100% dimensionally inspected.  In additional to these inspections, samples from each annealing lot are tested to determine ultimate tensile strength and percent elongation at fracture.  Valve skirt components undergo 100% visually and dimensionally inspections.  The valve also undergoes multiple 100% inspections during the valve assembly process.  Prior to final packaging, the valve undergoes 100% visual inspection to ensure no damage to the valve from handling has occurred.  These inspections make it unlikely that a manufacturing non-conformance contributed to the reported complaint.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  In this case, due to no device and/or relevant imagery being returned for evaluation, the complaint of ¿valve ¿ regurgitation-pv leak¿ was unable to be confirmed. Per the physician, the worsening of pvl (from mild to moderate) was due to an acute recoiling of the sapien xt valve. The potential root causes of recoil could be related to incorrect geometries and/or incorrect material properties of the frame. However, without the device returned, additional visual (e.g. X-ray & sem analysis), dimensional (e.g. Thickness of the frame), chemistry (e.g. Ftir analysis) and/or mechanical testing were unable to be performed. Additionally, without procedural imagery returned for evaluation, the overall geometry and/or position of the implanted valve immediately post deployment, after system withdrawal, and post-dilatation could not be compared. Therefore, it could not be determined if any manufacturing nonconformities contributed to the complaint. A review of the DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint.  Records indicate that all frames released for production built had 100% passed for both visual and dimensional inspections during receiving inspections. Additionally, all frame lots had passed the mechanical tests based on the sampling plan, indicating that the lots conformed to the specifications with 95% confidence and 99.5% reliability levels. As such, it is unlikely that the complaint was a result of a manufacturing nonconformance. Based on the given annulus diameter measurement (21.0mm) and level of calcification (mild), it appears that the patient has a borderline annulus size, where a 23mm or 26mm valve may be implanted. As reported, the valve was deployed with a nominal volume in the targeted zone with 70:30 aortic/ventricular (a/v) position. Post deployment, mild pvl was observed. The pvl increased to moderate after system removal, but the physician managed to reduce the pvl back to mild post dilatation with bav. This indicates that the 23mm valve may have been too small for the patient or was not fully expanded. However, without the CT scan, a correct valve size could not be confirmed. Additionally, the patient had a mildly calcified valve. Per the training manuals, bulky calcification can create irregular contact between the thv and annulus, which could compromise the seal between the valve and target site, leading to pvl-. Similarly, deploying the valve too aortic could be another factor that compromised the seal and led to pvl. As reported, prior to deployment, the thv was positioned a little bit more aortic (60:40 a/v) than recommended (50:50 a/v) per training manual, and post deployment the valve foreshortened and seated at 70:30 a/v. However, without the procedural cine images returned for evaluation, none of the suggested root causes stated above could be confirmed. Per the IFU, post thv deployment, the delivery system should only be retrieved through the sheath after the balloon is fully deflated and with a pacemaker turning off. As reported, the system was retrieved soon under rapid pacing due to bleeding occurred at the incision site. Therefore, it is possible that the valve was not fully expanded due to the rush of system removal, leading to pvl. Furthermore, post deployment assessment should be performed after system retrieval with the wire still in place. Since the system was retrieved in a rush and the physician focused on securing the bleeding incision site, the reported assessment of the initial pvl may be questionable. Based on given information, a definitive root cause of the worsening pvl post system removal cannot be determined. No manufacturing non-conformances were identified during this investigation and there is insufficient information to determine the root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for the trend category, no corrective or preventative action is required at this time.